Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Closure trigger top the analysis found that one (B)(4) device was returned in good visual condition and without cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, blue cartridges were used for the first four firings on the stomach. The device was then loaded with white cartridges and used to transect the jejunum and mesentery. On the second and third firing when creating the side to side anastomosis on the jejunum, the device was fired successfully. The staple line was inspected; they found the device had stapled and cut, however, the staples on the left side of the staple line were not formed properly. The tips of the staples were completely open and not curved to close. The area was over sewn with endo-stitch. Another device was used to complete the procedure. There was no patient impact.